Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 120 mg/dl compared with the sensor glucose reading of 70 mg/dl. The customer's blood glucose level at the time of call was 154 mg/dl. The customer also reported a low suspend alert. The customer stated that she wore the sensor on her backside above her hip. The customer did not need any further assistance and nothing was replaced or returned.